Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose, which resulted in a hospitalization. The customer's blood glucose levels were above 400 mg/dl, 529 mg/dl and 539 mg/dl. The customer was treated with intravenous solution and with insulin pen. The customer did not allege the insulin pump was under delivering. The auto mode was active at the time high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.